Event description:
It was reported that during a remote follow up, high pacing impedance was noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted and the device was reprogrammed to disable the ra lead. The patient was in stable condition.